Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Multiple attempts were made to verify if the pump was charging or not charging during the reported event; however, no response from the customer was received. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.